Manufacturer narrative:
A device history record review was completed for provided material number 302200 and lot number 211003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples were received for evaluation by our quality team. Through examination of the pictures, a white material was observed, it is understood that the material was clogging the cannula. However, without the physical sample, it is not possible to determine the origin of the foreign matter. Based on the investigation results, it is not possible to identify an exact cause for this reported defect. Needles are routinely inspected for signs of occlusion during the manufacturing process. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present, and the needle is automatically rejected. The camera system is challenged every eight (8) working hours. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27ga 3/4in was clogged/blocked. The following information was provided by the initial reporter: this concerns a complaint about a defective injection needle. We have tested the functioning of the syringe by pushing the plunger rod to eject the content of the syringe through the attached injection needle. It was not possible to push the plunger rod any further into the syringe. The liquid could not be ejected from the syringe. The injection needle was removed and replaced by another needle. With this needle, the syringe functioned properly. The liquid could be ejected. The injection needle was investigated by the lab technician. Visual inspection using a microscope showed that the cannula is blocked. The color of the material is white see attached pictures. Material: 1011987. Batch: 211003. This is not a complaint, but a notification. We send this notification for trending and awareness; we do not expect a report. Please send me a confirmation email that this email has been received successfully.